Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead dislodged and an attempt to reposition the lead was unsuccessful. The lead was unable to stay in place. The lead was explanted and replaced. During the replacement procedure, a new lead was initially attempted; however the second lead was not able to maintain a stable position either. The second lead was not used, and was replaced with a different lead. No patient complications have been reported as a result of this event.